Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as pulled muscles due to the weight of the monitor. There was no alleged device malfunction contributing to the irritation. The patient went to the emergency room to seek treatment for the irritation. Follow up indicated that the irritation improved.